Event description:
Patient reported right side capsular contracture baker grade unknown, hard, ¿overgrown¿, ¿blistered.¿ healthcare professional later reported "solid nodule", "calcifications" and "small seroma" and capsular contracture baker grade iii via ultrasound. The device has been explanted.

Manufacturer narrative:
Device explantation. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma.

Event description:
Healthcare provider later reported capsular contracture, baker grade iii/IV and "capsule biopsy performed for bia-alcl." Pathological markers confirming alcl have not been received.

Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphoma - alcl - suspected.